Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.